Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes are overfilling. This occurred on 4 occasions. The following information was provided by the initial reporter: material no. 363083; batch no. 9004634. It was reported the tubes are overfilling. I wanted to let you know that staff reported the blue blood collection tubes with lot #: 9004634 are overfilling with blood and preventing lab from using the specimen. I searched the room, #33, the nurse found the error but did not see any others. I checked the clean supply and pulled four packages of the blue tube.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for overfill with the incident lot was not observed. Additionally, evaluation/testing of the customer samples was performed and overfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for overfill with the incident lot was not observed as all samples met the required specifications. Additionally, the photos did not identify a specific product issue. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes are overfilling. This occurred on 4 occasions. The following information was provided by the initial reporter: material no. 363083, batch no. 9004634. It was reported the tubes are overfilling. I wanted to let you know that staff reported the blue blood collection tubes with lot # 9004634 are overfilling with blood and preventing lab from using the specimen. I searched the room, # 33, the nurse found the error but did not see any others. I checked the clean supply and pulled four packages of the blue tube.